Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 99% stenosed lesion being treated was located in the moderately tortuous mid left anterior descending (lad). The lesion was predilated. The 2.50x24mm taxus liberte stent did not cross the lesion. The procedure was completed with another of the same device. There were no pt complications and the pt condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination found that the distal edge of the stent was damaged. Struts on stent rows 1 to 3 from the distal edge were stretched distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).